Event description:
It was reported that 11mm helical blade from trochanteric fixation nail system (tfn) was protruding out of femoral head. Helical blade was extracted and a shorter helical blade was inserted. There was no surgical delay. The patient status/outcome was great. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: device history review: part manufacturing date: january 22, 2014 - part expiration date: december, 2022. A review of the device history record (DHR) revealed no complaint related anomalies. The device history record shows lot 7577648 of 11.0mm ti helical blade was processed through the normal manufacturing and inspection operations with no rework or non-conformities noted. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. Patient exact weight was reported as (B)(6). (Expiry date): december, 2022. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. A review of the device history records was performed and no complaint related issues were found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: an investigation summary was performed. The investigation of the complaint articles has shown that: one implant belonging to the titanium trochanteric fixation nail system was returned; one 11.0mm titanium helical blade, 105mm (part# 456.306, lot# 7577684, mfg 22jan2014). This part was returned with the complaint that ¿11mm helical blade from trochanteric fixation nail system (tfn) was protruding out of femoral head. Helical blade was extracted and a shorter helical blade was inserted.¿ upon receipt of this device there are signs of surface wear, resulting from the blade having been implanted for over 7 months. This complaint cannot be confirmed. This investigation summary have been approve. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.